Event description:
Customer reported receiving a "scan time out" error while wearing an adc freestyle libre sensor and therefore being unable to obtain results. As a result, customer experienced symptoms described as sweating and shaking, and was incapable of self-treating, requiring treatment of glucose by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Communication attempted between the returned sensor and known good reader, and the reader successfully communicated with the returned sensor. The reported reader was not returned. No malfunction or product deficiency has been identified. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The reported reader was not returned, and the reader serial number was deemed invalid during the investigation. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product-related issues. If the reader is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) has been updated based on the returned product download.

Manufacturer narrative:
The product has been returned and investigation is pending. A follow-up report will be submitted once investigation activities are complete. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan time out" error while wearing an adc freestyle libre sensor and therefore being unable to obtain results. As a result, customer experienced symptoms described as sweating and shaking, and was incapable of self-treating, requiring treatment of glucose by a third-party. There was no report of death or permanent impairment associated with this event.